Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and papanicolaou smear normal in 2015. Previously administered products included for an unreported indication: mirena and depo provera 50. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included ibuprofen, ibuprofen (motrin ib) and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016) and surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, uterine leiomyoma, dysmenorrhoea and abdominal pain outcome was unknown and the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully on (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. *(B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and papanicolaou smear normal in 2015. Previously administered products included for an unreported indication: mirena and depo provera 50. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2017, ibuprofen, ibuprofen (motrin ib), oxycodone and phentermine from 2015 to 2017. On (B)(6)2012, the patient had essure inserted. On(B)(6)2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/psychological or sychiatric problem: mental anguish"). On (B)(6)2013, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/abdominal area pain"). In 2014, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on(B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, depression, anxiety and weight increased outcome was unknown and the fallopian tube perforation, vaginal haemorrhage, menorrhagia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Pain was resolved shortly after removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: confirmed that the essure device was successfully. On (B)(6)2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. *(B)(6)2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, events per pfs: weight gain and left lower quadrant pain were added. Outcome of the events were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a 42-year-old female patient who had essure (batch no. 979017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test." The patient's past medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and papanicolaou smear normal in 2015. Previously administered products included for an unreported indication: mirena and depo provera 50. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included ibuprofen, ibuprofen (motrin ib) and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016) and surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, uterine leiomyoma, dysmenorrhoea and abdominal pain outcome was unknown and the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully. On (B)(6) 2012, transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. (B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: dysmenorrhea (cramping) and abdominal pain were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a 42-year-old female patient who had essure (batch no. 979017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and papanicolaou smear normal in 2015. Previously administered products included for an unreported indication: mirena and depo provera 50. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included ibuprofen, ibuprofen (motrin ib) and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016) and surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, uterine leiomyoma, dysmenorrhoea and abdominal pain outcome was unknown and the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully on (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. (B)(6) 2012 ,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 1-jun-2018: the previous follow up receipt date was corrected from 14-may-2018 to 11-may-2018. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a 46-year-old female patient who had essure (batch no. 979017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and papanicolaou smear normal in 2015. Previously administered products included for an unreported indication: mirena and depo provera 50. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included ibuprofen, ibuprofen (motrin ib) and oxycodone. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, abdominal pain, depression and anxiety outcome was unknown and the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-oct-2012: confirmed that the essure device was successfully on (B)(6) 2012, transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. *(B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Following event: psychological or psychiatric problems condition: depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), uterine haemorrhage ('uterine bleeding') and fallopian tube perforation ('perforation (fallopian tubes).') In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included papanicolaou smear normal in 2015, endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I and parity 1. Previously administered products included for an unreported indication: depo provera 50 from (B)(6) 2012 to (B)(6) 2012 and mirena from 2007 to (B)(6) 2012. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2017, ibuprofen, ibuprofen (motrin ib) since (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, oxycodone and phentermine (B)(6) 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psychological or sychiatric problem: mental anguish"), abdominal pain lower ("left lower quadrant pain") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy + bi-s and total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, depression, anxiety, weight increased and back pain outcome was unknown and the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Pain was resolved shortly after removal patient received treatment for pain, bleeding, perforation: uterus, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed that the essure device was successfully. On (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. (B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and papanicolaou smear normal in 2015. Previously administered products included for an unreported indication: depo provera 50 from (B)(6) 2012. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2017, ibuprofen, ibuprofen (motrin ib) since (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2012, oxycodone and phentermine (B)(6) 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/psychological or sychiatric problem: mental anguish") and abdominal pain lower ("left lower quadrant pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, depression, anxiety, weight increased and back pain outcome was unknown and the fallopian tube perforation, menorrhagia, vaginal haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Pain was resolved shortly after removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed that the essure device was successfully. On (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. (B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received : event "lower back pain" added. Concomitant drugs and onset date of events added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), uterine haemorrhage ('uterine bleeding') and fallopian tube perforation ('perforation (fallopian tubes).') In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included papanicolaou smear normal in 2015, endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I and parity 1. Previously administered products included for an unreported indication: depo provera 50 from (B)(6) 2012 to (B)(6) 2012 and mirena from 2007 to (B)(6) 2012. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2017, ibuprofen, ibuprofen (motrin ib) since (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, oxycodone and phentermine (B)(6) 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On 1-(B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psychological or sychiatric problem: mental anguish"), abdominal pain lower ("left lower quadrant pain") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy + bi-s and total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, depression, anxiety, weight increased and back pain outcome was unknown and the fallopian tube perforation, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, uterine haemorrhage, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Pain was resolved shortly after removal patient received treatment for pain, bleeding, perforation: uterus, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed that the essure device was successfully. On (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. (B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") and fallopian tube perforation ("perforation (fallopian tubes).") In a (B)(6) year-old female patient who had essure (batch no. 979017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I, parity 1 and pap smear in 2015. Previously administered products included for an unreported indication: mirena and depo provera 50. Concurrent conditions included lower abdominal pain, uterine leiomyoma and uterine bleeding. Concomitant products included ibuprofen, ibuprofen (motrin) and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). At the time of the report, the uterine haemorrhage and uterine leiomyoma outcome was unknown and the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved. The reporter considered fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully on (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. *(B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Reporters were added. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Events added per pfs: perforation, vaginal bleeding, menorrhagia, device monitoring procedure not performed, medical device monitoring error were added. Event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), uterine haemorrhage ('uterine bleeding') and fallopian tube perforation ('perforation (fallopian tubes).') In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included papanicolaou smear normal in 2015, endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I and parity 1. Previously administered products included for an unreported indication: depo provera 50 from (B)(6) 2012 to (B)(6) 2012 and mirena from 2007 to (B)(6) 2012. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2017, ibuprofen, ibuprofen (motrin ib) since (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, oxycodone and phentermine (B)(6) 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psychological or psychiatric problem: mental anguish"), abdominal pain lower ("left lower quadrant pain") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy + bi-s and total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, depression, anxiety, weight increased and back pain outcome was unknown and the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Pain was resolved shortly after removal patient received treatment for pain, bleeding, perforation: uterus, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed that the essure device was successfully. On (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. On (B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event perforation: uterus, bleeding added. Event outcome of pelvic pain updated. Reporter information were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), uterine haemorrhage ('uterine bleeding') and fallopian tube perforation ('perforation (fallopian tubes).') In a 42-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure implant was done on same day" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included papanicolaou smear normal in 2015, endometrial biopsy, heavy periods, endometrial ablation, colonic polyp, ovarian cyst, gravida I and parity 1. Previously administered products included for an unreported indication: depo provera 50 from (B)(6) 2012 to (B)(6) 2012 and mirena from 2007 to (B)(6) 2012. Concurrent conditions included cramp in lower abdomen, uterine leiomyoma and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2017, ibuprofen, ibuprofen (motrin ib) since (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, oxycodone and phentermine (B)(6) 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain/pelvic pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psychological or sychiatric problem: mental anguish"), abdominal pain lower ("left lower quadrant pain") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy + bi-s and total laparoscopic hysterectomy; bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, uterine leiomyoma, dysmenorrhoea, depression, anxiety, weight increased and back pain outcome was unknown and the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pain, abnormal bleeding and cramping decreased shortly after removal. Pain was resolved shortly after removal patient received treatment for pain, bleeding, perforation: uterus, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed that the essure device was successfully. On (B)(6) 2012,transvaginal ultrasound: uterine fibroids 1.6 cm in largest diameter. Intrauterine device in place in the endometrial cavity. (B)(6) 2012,surgical pathology: hysteroscopy, d&c was done, endometrium, curettage: fragments of endomyometrial tissue predominantly with endometrial stroma and benign smooth muscle fibers with very few glands. Separate fragments of endocervical mucosa with reactive changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure). At the time of the report, the uterine haemorrhage, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.